Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion in the mid-distal left anterior descending (lad). The lesion was heavily calcified and csi was used to reduce some calcium. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that stent deformation occurred in vivo during positioning. The procedure was completed using another 2.25x38mm resolute onyx device. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th stent wrap, with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.